Manufacturer narrative:
Additional information: d10, h3 and h6 the reported event of failure to capture was not confirmed. As received, the device was at vvi with uncoded ventricular lead. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the device was connected to the lead and a loss of capture was observed. The event was resolved by explanting and replacing the device. The patient was in stable condition.